Event description:
It was reported that the patient experienced a bleeding event. They were admitted to the hospital from the emergency department on (B)(6) 2025 due to a gastrointestinal (gi) bleed. Their hemoglobin was 6.1. The patient received 2 units of packed red blood cells. Their hemoglobin was 8.1 following the transfusion. Warfarin was on hold and the gastroenterologist was consulted. The patient underwent a flexible sigmoidoscopy on (B)(6) 2025. Their hemoglobin was 6.8 and they received a transfusion of 1 unit of packed red blood cells. They had a few bleeding colonic angiodysplastic lesions. A hemostatic clip was placed successfully. On (B)(6) 2025, the patient's hemoglobin was 7.5. They received 2 units of packed red blood cells via transfusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025, the patient's hemoglobin was 10.0. There were no further bloody bowel movements. The patient was discharged home with their spouse in stable condition. The coumadin remained on hold.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.